Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally a cartridge alarm (cartridge alarm 5) occurred. The customer¿s blood glucose (bg) level was 163 mg/dl. The customer loaded a new cartridge successfully to resolve the cartridge alarm, and a supply change was performed resolving the occlusion. System check could not be performed as the occlusion occurred in the past.